Event description:
Customer was hospitalized for high blood glucoses. While troubleshooting the pump, an alarm occurred and the nurse had to change the batteries. It was indicated that the cannula was slightly bent. The pump's programming had to be reset and the pump passed the functional tests. The nurse was not sure if the customer had changed out infusion set.